Manufacturer narrative:
Product event summary: the full lead was returned. The inner tubing had foreign material. Analysis was performed and no anomalies were found.

Event description:
It was reported that during pre-op a small block of white steroid was noted outside of the lead. The lead was exchanged with a different lead. The lead never made contact with the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).